Event description:
Heparin flushes by bd are not scannable in pyxis. Lack of barcode utility for a high-alert medication may lead to restocking errors and could lead to patient harm. Reporter's recommendations: ask bd to consider relabeling the syringes. Attach custom barcodes to every syringe - or provide a custom, scannable barcode for each group of 10. Remind nursing staff of the differences in concentration of the 2 lock flushes. Require a double check upon refilling the adm. Contributing factors: poor label design (physical label): label misleading or difficult to read dispensing device involved. Severity: error occurred; medication did not reach pt. (B)(4).